Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during odontoid screw, the universal drill guide (udg) was inaccurate by about 5-8 millimeters down the trajectory of the guide. The passive planar was accurate. Site took the inaccuracy into account and proceeded with case. It was confirmed that site verified correctly. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.